Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 52mg/dl, with cognitive impairment, confusion, difficulty speaking, severe dizziness, and unsteadiness when standing and walking, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the emergency room with intravenous glucose, and food and/or drink. During troubleshooting with customer technical support, it was alleged the ¿pump was no longer safe¿. The reporter was not able to provide further information during the initial complaint. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.